Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor was chosen for implantation utilizing a small flexnav delivery system. There was no response from the deployment/resheath wheel after one cycle of deployment and recapture. The device was withdrawn and a replacement 25mm navitor device and flexnav delivery system was successfully used to complete the procedure. There were no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure and the patient remains stable. Customer acknowledges miss-load of valve as possible cause.

Manufacturer narrative:
An event of the flexnav not functioning after one deployment attempt was reported. The device was received for investigation and functioned as expected, with the loaded valve being able to be deployed and the nose cone closed with ease under non-physiological conditions. A few small kinks were noted in the valve capsule, consistent with damage during use. As the batch number was unknown, the device history record could not be reviewed. It is possible that the valve was miss-loaded, and this contributed to the event in the field, but this could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.